Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the catheter became broken while attempting to place the button. Nothing fell into the patient. The device became caught in the patient's skin, and was removed with forceps. The procedure was completed with a new one step button initial placement gastrostomy kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the catheter became broken while attempting to place the button. Nothing fell into the patient. The device became caught in the patient's skin, and was removed with forceps. The procedure was completed with a new one step button initial placement gastrostomy kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the device revealed the blue pull wire still attached to the peg wire through the psmd. The insertion tubing was separated at approximately 2 centimeters from the proximal end. Broken ends appear to have received a twisting force prior to failure. The tubing was stretched and necked down prior to failure, evidence of tensile force. The condition of the returned unit was consistent with the complaint incident that the device delivery system separated. The physical analysis of the device revealed the delivery system tubing had undergone both twisting and tensile forces during placement which caused the tubing to fail. It is possible the incision for placement was too small, preventing smooth exit of delivery system through the patient's stomach wall. Therefore, most probable root cause is operational context. A review of the device history record was performed and revealed no related issues to this complaint.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)